Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 500 mg/dl after a dexcom g7 sensor failed and displayed inaccurate low readings. The user managed the event with backup therapy and resumed glucose monitoring after reconnecting a replacement sensor. No outside medical intervention was required.